Event description:
It was reported that a user experienced persistent hyperglycemia while using the ilet bionic pancreas, with fingerstick glucose measured at 451 mg/dl several hours after onset and despite changing pump supplies and tubing and administering 8 units of insulin. Symptoms included elevated blood glucose without ketones and without acute sequelae such as dizziness or loss of consciousness. Outcomes included no hospitalization, no professional medical intervention, and self-management with ongoing monitoring per advice to contact a healthcare professional if elevations persisted. Investigation included troubleshooting and user education through follow-up attempts. Investigation of this case revealed no device alarms reported and no observable issues with tubing or cannula as described by the user, with the cause of the hyperglycemia remaining unclear. It was concluded that the event was a high glucose episode with an undetermined cause and that the user was advised to continue monitoring and seek clinical guidance if needed. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.

Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.